Event description:
Customer called stating that meter was reporting low results. An eval was conducted over the phone, which determined that the meter was reporting results outside of specifications. Customer asked to return meter for further eval, and a replacement was provided.